Manufacturer narrative:
Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobatt suv vacuum stabilizer system, st piece of device was missing to connect it to additional tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Package was opened and piece of the device was missing to connect it to additional tubing. The product was handed to me and a new om-9000s was opened and used. I would like a credit for this device as the surgeon is moving to the om-10000 and will no longer be using the om-9000.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobatt suv vacuum stabilizer system, st piece of device was missing to connect it to additional tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Package was opened and piece of the device was missing to connect it to additional tubing. The product was handed to me and a new om-9000s was opened and used. I would like a credit for this device as the surgeon is moving to the om-10000 and will no longer be using the om-9000.